Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient felt sick, nausea, and was vomiting. The patient's blood glucose level was elevated and she was unsuccessful correcting it via bolus with the infusion device. The patient also tried to correct the level via insulin injection. The patient's husband drove her to the hospital. At the hospital her blood glucose level was 800 mg/dl and she was treated with a perfusor in the intensive care unit. The patient's diabetic counselor checked the programmed basal rate on the infusion device. While handling the device it displayed e4 (occlusion error). The diabetic counselor thinks the device either delivers too low an amount of insulin or it provided the e4 message too late. The infusion device was requested to be returned for product evaluation.